Event description:
It was reported patient line inserted for chemotherapy. When the staff member flushed the PICC line, blood with fluids came out from the insertion site, and line was determined to be leaking. After removed it, they found the line was split about 15-18cm away from the insertion point. Unable to have chemo as line reinsertion not available. Line inserted 4/9/24 r cephalic position. Mark at skin 10cm, skin to hub 20cm. Line secured with cavilon, transparent dressing, histoacryl glue and securacath retainer placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.